Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) trigger due to high-rate non-sustained episodes and a high sensing integrity counter (sic). It was noted that the rv lead had possible occasional ventricular oversensing and undersensing on stored electrograms (egm). It was also noted that the right atrial (ra) lead had possible oversensing on stored electrograms (egm). The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.